Manufacturer narrative:
Further evaluation of the reported malfunction was conducted. The probability that the malfunction will lead to erroneous results released from the laboratory was determined to be "highly unlikely." The population shift(s) may cause erroneous results, however the issue presents aberrant population positioning in the data plot(s) which is obvious to the user and would be observed upon data review as required per product labeling. Therefore the results are not expected to be believable. Per the instruction for use for the fc500 flow cytometer, users are required to review all data plots prior to sample acquisition, during sample acquisition and also post acquisition and prior to reporting patient results. Based on this evaluation, the malfunction was determined to be not reportable, as the malfunction is highly unlikely to cause or contribute to a death or serious injury if the malfunction were to recur.

Event description:
The customer reported that the peaks on the fl4 and fl5 histograms of the cytomics fc 500 flow cytometer with cxp software were intermittently shifted all the way to the left side of the plots. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event. A field service engineer (fse) assisted the customer with troubleshooting over the phone and adjustment of the customized photomultiplier tubes (pmt) voltages appeared to have initial resolved the issue. However, the customer called back to report of the same issue and an fse was dispatched to the customer's site.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and replaced the tarpon xl amplifier signal conditioner board to resolve the issue. (B)(4).